Event description:
Meningitis aseptic [meningitis aseptic], liquorrhoea [cerebrospinal fluid leakage], possibility of allergy to gelfoam [drug hypersensitivity]. Case narrative: this a spontaneous report from the pharmaceuticals and medical devices agency (pmda). The regulatory authority report number is (B)(4). The contactable pharmacist reported that a (B)(6)-year-old male patient started to receive absorbable gelatin (gelfoam) and aprotinin, calcium chloride dihydrate, factor I (fibrinogen), factor xiii (fibrin stabilising factor), thrombin (beriplast p combi set), both via an unspecified route of administration from (B)(6) 2017 for surgery of right trigeminal neuralgia. Medical history included ongoing meningitis, ongoing bloody stool, cerebral haemorrhage due to cerebral infarction, (B)(6) carrier and right trigeminal neuralgia (received surgery on (B)(6) 2017). Concomitant medication included telmisartan (micardis), phenytoin (aleviatin), amlodipine besilate (amlodin), acetylsalicylic acid (bayaspirin), tiapride hydrochloride (gramalil), clostridium butyricum (miya bm) and sennoside. The patient received surgery for right trigeminal neuralgia on (B)(6) 2017 and was discharged on (B)(6) 2017. After then on an unspecified date in 2017, the patient experienced difficulty in walking, got less of speech, leg tightness and pain. The patient saw his primary physician and liquorrhoea and meningitis were suspected. The patient was admitted to the reporter's hospital on (B)(6) 2017 and was diagnosed as meningitis aseptic. Bacterial meningitis was denied during medical follow-up. On (B)(6) 2017, the patient was consulted to a neurologist. It was reported that there was a possibility of allergy to gelfoam and beriplast. The action taken in response to the events for gelfoam and beriplast was unknown. Outcome of meningitis aseptic was not recovered. Outcome of the remaining events was unknown. Investigation result: a complaint has been received by pfizer; while there is no indication of malfunction, the associated severity is unknown, and requires escalation to safety. Impact to the device: possible adverse event. Hazardous situation: unknown. Hazard number: unknown. Follow-up (20nov2017): follow-up attempts completed. No further information expected. Follow-up (20may2019): follow-up information was received from the product quality group includes: investigation result. Company clinical evaluation comment: the patient did not have drug hypersensitivity symptoms or symptoms/signs indicative of drug-induced immune response. In addition, the reported diagnosis of aseptic meningitis was not supported by patient's clinical manifestations or laboratory data (lumbar puncture, CT or MRI results not available). The patient did not have typical symptoms/signs of aseptic meningitis, such as fever, seizure, focal neurological deficits, headache, or meningeal irritation. The reported neurological/clinical symptoms in this patient (difficulty in walking, got less of speech, leg tightness and pain) were more consistent with cerebral infarction than aseptic meningitis. Furthermore, the patient's relevant medical history of ongoing meningitis and cerebral infarction (as reported by pharmacist), surgical procedure itself and co-suspect drug of beriplast may have provided alternative explanations to the reported symptoms. The suspected "liquorrhoea" itself was likely a complication of trigeminal neuralgia surgery, and event "aseptic meningitis" was probably caused by the "liquorrhoea". In conclusion, the use of absorbable gelatin (gelfoam) unlikely caused serious injury in this patient. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Comment: the patient did not have drug hypersensitivity symptoms or symptoms/signs indicative of drug-induced immune response. In addition, the reported diagnosis of aseptic meningitis was not supported by patient's clinical manifestations or laboratory data (lumbar puncture, CT or MRI results not available). The patient did not have typical symptoms/signs of aseptic meningitis, such as fever, seizure, focal neurological deficits, headache, or meningeal irritation. The reported neurological/clinical symptoms in this patient (difficulty in walking, got less of speech, leg tightness and pain) were more consistent with cerebral infarction than aseptic meningitis. Furthermore, the patient's relevant medical history of ongoing meningitis and cerebral infarction (as reported by pharmacist), surgical procedure itself and co-suspect drug of beriplast may have provided alternative explanations to the reported symptoms. The suspected "liquorrhoea" itself was likely a complication of trigeminal neuralgia surgery, and event "aseptic meningitis" was probably caused by the "liquorrhoea". In conclusion, the use of absorbable gelatin (gelfoam) unlikely caused serious injury in this patient. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Root cause: pfizer (site name redacted) quality operations could not determine a root cause for the reported defect to be related to the site production process. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. A review of the aprr reports, deviations, and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Quality of lot: acceptable the worst case severity could not be determined through a review of the device risk file for the product; therefore, the details of the reported complaint were forwarded to pfizer safety for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, (site name redacted) concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer (site name redacted) was not required.

Event description:
Event verbatim [preferred term] meningitis aseptic [meningitis aseptic] , liquorrhoea [cerebrospinal fluid leakage] , possibility of allergy to gelfoam [drug hypersensitivity] , . Case narrative:this a spontaneous report from the pharmaceuticals and medical devices agency (pmda). The regulatory authority report number is (B)(4). The contactable pharmacist reported that a 75-year-old male patient started to receive absorbable gelatin (gelfoam) and aprotinin, calcium chloride dihydrate, factor I (fibrinogen), factor xiii (fibrin stabilising factor), thrombin (beriplast p combi set), both via an unspecified route of administration from (B)(6) 2017 for surgery of right trigeminal neuralgia. Medical history included ongoing meningitis, ongoing bloody stool, cerebral haemorrhage due to cerebral infarction, hepatitis b carrier and right trigeminal neuralgia (received surgery on (B)(6) 2017 ). Concomitant medication included telmisartan (micardis), phenytoin (aleviatin), amlodipine besilate (amlodin), acetylsalicylic acid (bayaspirin), tiapride hydrochloride (gramalil), clostridium butyricum (miya bm) and sennoside. The patient received surgery for right trigeminal neuralgia on (B)(6)2017 and was discharged on (B)(6) 2017 . After then on an unspecified date in 2017, the patient experienced difficulty in walking, got less of speech, leg tightness and pain. The patient saw his primary physician and liquorrhoea and meningitis were suspected. The patient was admitted to the reporter's hospital on (B)(6) 2017 and was diagnosed as meningitis aseptic. Bacterial meningitis was denied during medical follow-up. On (B)(6) 2017 , the patient was consulted to a neurologist. It was reported that there was a possibility of allergy to gelfoam and beriplast. The action taken in response to the events for gelfoam and beriplast was unknown. Outcome of meningitis aseptic was not recovered. Outcome of the remaining events was unknown. On 20may2019, the following was provided by the product quality complaint group: investigation result: a complaint has been received by pfizer; while there is no indication of malfunction, the associated severity is unknown, and requires escalation to safety. Impact to the device: possible adverse event. Hazardous situation: unknown. Hazard number: unknown. On 03jul2019, full complaint investigation detail was provided as follows: brief complaint description: gelfoam - unknown - meningitis (complaint number: (B)(4)) root cause: pfizer (site name redacted) quality operations could not determine a root cause for the reported defect to be related to the site production process. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. A review of the aprr reports, deviations, and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Quality of lot: acceptable the worst case severity could not be determined through a review of the device risk file for the product; therefore, the details of the reported complaint were forwarded to pfizer safety for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, (site name redacted) concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer (site name redacted) was not required. Follow-up (20nov2017): follow-up attempts completed. No further information expected. Follow-up (20may2019): follow-up information was received from the product quality group includes: investigation result. Follow-up (03jul2019): this is a follow-up spontaneous report obtained from product quality group includes full complaint investigation-detail for (root parent) complaint number: (B)(4). Company clinical evaluation comment: the patient did not have drug hypersensitivity symptoms or symptoms/signs indicative of drug-induced immune response. In addition, the reported diagnosis of aseptic meningitis was not supported by patient's clinical manifestations or laboratory data (lumbar puncture, CT or MRI results not available). The patient did not have typical symptoms/signs of aseptic meningitis, such as fever, seizure, focal neurological deficits, headache, or meningeal irritation. The reported neurological/clinical symptoms in this patient (difficulty in walking, got less of speech, leg tightness and pain) were more consistent with cerebral infarction than aseptic meningitis. Furthermore, the patient's relevant medical history of ongoing meningitis and cerebral infarction (as reported by pharmacist), surgical procedure itself and co-suspect drug of beriplast may have provided alternative explanations to the reported symptoms. The suspected "liquorrhoea" itself was likely a complication of trigeminal neuralgia surgery, and event "aseptic meningitis" was probably caused by the "liquorrhoea". In conclusion, the use of absorbable gelatin (gelfoam) unlikely caused serious injury in this patient. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate., comment: the patient did not have drug hypersensitivity symptoms or symptoms/signs indicative of drug-induced immune response. In addition, the reported diagnosis of aseptic meningitis was not supported by patient's clinical manifestations or laboratory data (lumbar puncture, CT or MRI results not available). The patient did not have typical symptoms/signs of aseptic meningitis, such as fever, seizure, focal neurological deficits, headache, or meningeal irritation. The reported neurological/clinical symptoms in this patient (difficulty in walking, got less of speech, leg tightness and pain) were more consistent with cerebral infarction than aseptic meningitis. Furthermore, the patient's relevant medical history of ongoing meningitis and cerebral infarction (as reported by pharmacist), surgical procedure itself and co-suspect drug of beriplast may have provided alternative explanations to the reported symptoms. The suspected "liquorrhoea" itself was likely a complication of trigeminal neuralgia surgery, and event "aseptic meningitis" was probably caused by the "liquorrhoea". In conclusion, the use of absorbable gelatin (gelfoam) unlikely caused serious injury in this patient. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.